Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage on the keypad traces. No display ramping on its own anomaly was noted. The pump had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a cracked belt clip slot, minor scratches on the lcd window, and a stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Over the last week the insulin pump's up arrow button was not working properly. She had to press the up arrow button really hard to get it to work sometimes. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.